Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal she could not find the string on the tampon so she had to manually feel inside her vaginal cavity. She was able to locate the string and remove the pledget using the string. After removal she noticed the string appeared shorter than usual. She did not seek medical attention and did not experience any adverse health effects.